Manufacturer narrative:
(B)(4). Pump received with partially broken retainer, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer.

Event description:
Information received by medtronic indicated that the reservoir lip ring was cracked. The customer stated that the reservoir lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.